Event description:
Hillrom / baxter, through review of the FDA website, identified a customer filed MDR (mw5111775). The report indicated an error by a hillrom/baxter service technician with a configuration change they requested relating to removing emergency calls from routing to the wireless phone code blue call group. The technician allegedly programmed the code blue calls to route to the emergency call wireless group number instead.

Manufacturer narrative:
Voalte nurse call system provides visual and/or audible event alert notification via designated communication devices (mobile phones). Notification calls are configured with naming convention, audio and /or visual displays based on customer preference at the time of initial integration. It was reported the issue was noticed by the site biomed team at the hospital, who had tested and verified that the hill-rom tech did delete the code blue numbers. Down time procedures were put in place and hill-rom was notified to correct the problem, the on site biomed team tested the system after the repair to verify the code blues were working again. This event was found during a maude database search ((mw5111775) the facility is unknown along with any device identifiers to confirm if this event was previously reported by hillrom, therefore this MDR report is being submitted to capture the maude search findings. Insufficient detail available to further investigate the alleged report. Wireless call groups are an optional workflow for secondary notifications that a customer may or may not choose to implement. The configuration of secondary notifications has no impact on call annunciation at the room itself or at that room's primary nurse station on the unit. An interruption or delay in the receipt of an emergent alert, could result in serious injury or death if the event were to recur and if the caregiver was solely relying on receiving the secondary alert via mobile phone notification and not the alert that is generated from the primary monitoring device connected to the patient. Therefore, hillrom is cautiously reporting this event.